Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. When did the clips not hold in the lapra ty applicator? Before use on patient (pre-op)? Or during use on patient (intra-op)? 2. Lot#? 3. Procedure name?

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2017 and an implantable suture clip was used. During the procedure, the clip did not hold. There were no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample/cartridge was received with no apparent damaged. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements. Representative sample returned for evaluation. The cartridge was received sterile with no apparent damaged. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements.

Manufacturer narrative:
It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.